Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3080-r surgical table and found no issues with the function or operation to the table. The reported event could not be duplicated. No repairs were required and the table was returned to service. Upon further investigation, the technician learned that user facility personnel utilized a non-steris surgical table extension accessory with the 3080-r surgical table during the procedure; specifically, to increase the table length by approximately 3-4 feet while the table was positioned in a reverse orientation. This configuration of the 3080-r surgical table and non-steris surgical table extension accessory caused the patient's body mass to go beyond the table support, subsequently resulting in the reported event. The 3080-r surgical table operator manual states the following warning to the user, "warning - instability hazard states: possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose - or from using, on steris tables, accessories manufactured and sold by other companies.". While onsite the technician counseled user facility personnel on the proper use and operation with the 3080-r surgical table, specifically, in properly using the appropriate accessories while operating the table. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported their 3080-r surgical table began to "lift" off the floor during a patient procedure. The procedure was subsequently cancelled and rescheduled. No report of injury.